Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and stained address serial number label.

Event description:
It was reported by a family member that the customer's insulin pump received a motor error during basal, with no other incidents leading up to it. The blood glucose level was 91 mg/dl. It was advised to discontinue use of the pump and return it. No further information was provided.